Event description:
Event description guidant received information from the patient's daughter that upon completing a procedure to place a feeding tube in the patient, the patient's heart rate was noted to be 31 beats per minute (bpm) and the physician questioned whether the pacing system was functioning appropriately. The patient's daughter also questioned whether this device was included in the advisory issued on this model device.